Event description:
It was reported that a cdh29 was used during a bowel anastomosis. It was reported by the affiliate that the instrument apparantly failed to disengage after completion of firing cylcle. There was no consequence to the patient.